Manufacturer narrative:
Na

Event description:
It was reported that a patient notifier alerted to low pacing lead impedance. Noise on the ventricular channel was recreated with isometric testing. The noise was oversensed. The lead was replaced.